Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record review could not be completed. Visual and functional testing could not be performed as no sample was returned for evaluation. The reported issue could not be confirmed, and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported by the patient that the pump alarmed no disposable. It was further reported that despite troubleshooting of the pump, the alarm persisted. The patient tried using another cassette and the pump ran without alarming. This event occurred in the patient's home and was resolved. No patient injury was reported.